Event description:
There have been at least 3 instances in which the retractable needle in angiocaths has not retracted when button was pushed. There was only one angiocath saved, however, for return to manufacturer. No adverse outcomes to pts.